Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the segura hemisphere basket broke, and a piranha forceps device was used to remove the broken piece. Another segura basket was opened to complete the procedure. No patient complications have been reported due to this event.